Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, while docking, the optic was bending and not lying flat in the cartridge, unable to load properly and dispense lens with no patient contact. Additional information has been requested but is not available at the time of this report.